Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device experienced a therapy knob failure. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a therapy knob failure. An authorized field service engineer (fse) was dispatched to the customer site, however, before the fse arrived on site the therapy switch (knob) was already replaced by the customer. The fse confirmed the replacement and conducted performance assurance testing. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy switch (knob). The therapy switch (knob) was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device experienced a therapy knob failure. There was no patient involvement.